Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Urgent product notification letter sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-4 error code. At the time of the call the customer reported feeling tired, light headed and hungry. Medical attention was not required at the time of the call. The product is not stored according to specification and is stored in the bathroom. During the call, a blood test was performed by the customer using a new vial of test strips (same lot number) and produced test result of e-4 using meter. The test strip lot manufacturer¿s expiration date is 10/24/2020. There was no physical damage to device/product and customer did not recall dropping or mishandling the device/product. Customer did not introduce foreign material into the test port.

Manufacturer narrative:
Internal report reference number:(B)(4). Sections with additional information as of 01-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 01-may-2020: b2: adverse event report is being submitted due to symptoms related to diabetes - fatigue and dizzy. H1: type of reportable event corrected from "malfunction" to "serious injury". H3: device was returned to manufacturer for evaluation corrected from "yes" to "no".